Event description:
Customer complaint of "lo" blood glucose result. Customer does not feel ill and does not require any medical attention. The customer is keeping the strips in the kitchen. The test strips were opened yesterday and expire 05/23/2015. Expected blood glucose range is 55-150mg/dl , before eating. Customer ran a blood test in the morning and received a "lo" mg/dl -fasting. Customer perforemd a back to back blood tests, e-2, e-5, "lo" and e-5. Reviewed last five results from memory, time and date not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas.